Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Last preventive maintenance performed on the twelve january twenty-twenty three (one day before treatment day), system met specifications as per sir (service installation record). Logfiles have been requested but not provided, therefore logfile reviewed cannot be performed. The root cause could not be determined conclusively without additional information. However, dlk (diffuse lamellar keratitis) is not related to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with diffuse lamellar keratitis in the left eye post lasik procedure. There are two related reports for this patient. This report addresses the patient ah's left eye and another manufacturer report will be filed for the fellow eye.